Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H4: the lot was manufactured from april 25, 2023 - april 27, 2023. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor failed to infuse either the full amount or any amount to the patient. This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.